Event description:
It was reported that the asb-function was not functioning and that the minute volume alarm was not generated. It was also reported that the pt died.

Manufacturer narrative:
The device involved in the event was intensively investigated by drager medizintechnik gmbh. A defect of the inspiration/expiration valve caused a malfunction of the device. An audible and visible alarm was generated by the device based on the defective valve. The user did not react in accordance to the user manual. It requires to start with manual ventilation if an malfunction is indicated by the device. The safety concept of the ventilator is state of the art, the defective valve was discovered by the device and the alarm was generated. Only one other complaint concerning a defect of the valve is in co's complaint file. Therefore that likelihood of reoccurrence is minimal and no further actions are necessary. The device was repaired, tested according to the inspection plan and sent back to the customer in india.